Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 208059, expiration date 10/31/2013). Reference medwatch report (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 208059, expiration date 10/31/2013). (B)(6). Device recieved in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer received result of 27 mg/dl on compact plus system 1 and result of 248 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.